Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+b (hcg+b) on a cobas e 801 analytical unit. The initial result was 4.17 miu/ml. The repeat result was 515 miu/ml. The repeat result was believed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. A general reagent or instrument issue is not suspected, as qc was acceptable. Based on the number of sample quality-related alarms (>400 in the last 30 days), the investigation determined the event was consistent with preanalytical handling issues.